Event description:
Our affiliate is reporting that a pt had a rotator cuff repair in 2009, with the use of 8 anchors for fixation. Some time subsequent it was somehow determined that 1 of the anchors had pulled out of the bone. At this point in time, nothing has been done to remedy the issue; the surgeon has asked a couple of questions.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.